Event description:
During the scheduled lithotripsy procedure, thulium laser was intended for use. The laser was set at 1.5 joule and 20hz. After some fragmentation, the thulium laser appeared to have misfired and stopped functioning completely. At this point, since the stone appeared to be relatively radiolucent and not easily amenable to extracorporeal shock wave lithotripsy, decision was made have the remainder of the stone to be treated with the holmium laser fiber.